Event description:
This was a lead extraction case performed in the or to remove one rv lead. The lead was prepped with an lld-ez. Using a 16f glidelight, physician began to extract the rv lead (st jude riata model 1570, implant date: (B)(6) 2003. The lead was successfully extracted. The arterial line showed a drop in bp 3-4 minutes after laser was removed from the body. Physician attempted subxiphoid window as treatment, but recognized svc tear. The tear was repaired by sternotomy by surgeon. Patient was placed on a pump due to the ef being 10%. The physician later stated that the extraction was perfect technique, but the anatomy was issue. Patient was taken to recovery, but passed away about 4 days later due to cardiac failure.